Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d6, d10, h4, h6, h10 proposed component code: mechanical (g04) - head d10: base plate uncemented 15 mm post length cat: 00436201500 lot: 65885670 . Visual examination of the returned product identified a zimmer tm reverse plus glenosphere was returned. As returned, damage is seen on the buffed surface and taper feature. DHR shows the taper is inspected 100% on a cmm at the time of manufacture. All devices were found to be conforming to print specifications. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported revision is confirmed from product return, but the reported event of disassociation is not confirmed.

Event description:
It was reported that the patient was revised due to the implant disassociation. Glenosphere was removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02438. D10: unknown baseplate 36mm ã¿ +0mm offset poly liner cat: 00434903600 lot: 65205886. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.